Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to have noisy rpms, the control bar was loose and not in the correct position, the motor and swivel were damaged, the spring seal was damaged and other components were worn. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery, a corrective repair was needed for a device sent in for preventative maintenance. During the investigation, a damaged width plate was found. There was no patient involvement. Due diligence is complete and there is no additional information available.